Manufacturer narrative:
The sureform 60 blue reload used during this event was reportedly discarded and cannot be returned. An image of the reported event was provided by the customer and reviewed. The image quality is poor. However, the loose components in the image do not appear to be from sureform 60 blue reload based on size and shape.

Event description:
It was reported that during a da vinci-assisted procedure, a sureform 60 stapler instrument fired a sureform 60 blue reload on the stomach which resulted unformed staples. As a result, the surgeon sutured the tissue. This event occurred during the second stapler fire of the procedure while the pouch was being reconstructed. No error messages were received during this event. The surgeon observed holes in this staple line which resulted in 200ml of blood loss. It was reported that the suspect reload staples were not closed after the stapler reload was fired. The same sureform 60 stapler instrument was used to continue the procedure with no issues. The patient did not experience any post-operative complications and was discharged without issues.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated fields: h2 and h11. Additional information: the stapler logs for this event were reviewed: the logs show a sureform 60 stapler instrument used during this procedure was installed on the system 9 times and fired 7 sureform 60 reloads (6 blue, followed by 1 white). The stapler instrument failed to engage on the system multiple times and an error was generated indicated the wrist pitch axis failed to engage each time. There were no additional stapler related errors in the system logs.